Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of "lo" results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 120-180mg/dl fasting. Customer was using expired test strips, unable to obtain expiration date on vial. Reviewed meter memory: (B)(6). Customer opened a new vial of strips lot # ps2281 and ran a blood test with me 232mg/dl , customer was pleased with his blood results. No adverse event reported.